Manufacturer narrative:
Results and conclusions: (death). (B)(4).

Event description:
During index procedure the physician used an in.pact admiral paclitaxel-eluting balloon catheter was used to treat a lesion in the right distal sfa. Approximately 23 months post index procedure the patient expired. Cause of death is unknown. Investigator assessed that the event was not related to the study device, procedure or paclitaxel.

Event description:
Cause of death has been confirmed as due to mi.

Manufacturer narrative:
(B)(4).